Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, the customer noticed underfilled on 12 tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-jun-2025. Investigation summary : bd received one photo and 15 samples for investigation. The photo provided displayed batch information from the shelf pack label. A total of 15 customer samples underwent functional tests for low or no draw, and all tubes were within specification. Additionally, 20 retained samples were subjected to functional tests for low or no draw, and all tubes were also within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, the customer noticed underfilled on 12 tubes. There was no health impact or consequence reported.